Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On march 26, 2018, it was reported by the hospital that the same event as the following three complaints had occurred in 2017. (B)(4). This is the 4th same event in which the expedium set screws (part#: unk) fixed at the caudal end had been loosened thus the corrective force was lost. For details, please refer to the above three complaints. No further information has been provided by the hospital.